Event description:
Information received by medtronic indicated that the insulin pump had a cracked lcd screen and cracked buttons. Customer stated that the insulin pump had been bumped. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software = unknown. Retainer ring = black . Case type = ngp. Customer returned pump for alleged cosmetic damage located at the screen and buttons found on (B)(6) 2022. Insulin pump received with flashing white screen and partial display due to hard impact to the lcd window (cracked glass) and buttons. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white screen. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thus due to flashing white screen. Pump was cut open to perform visual inspection and found moisture damage¿on the electrical boards, motor, and force sensor.¿the following were noted during visual inspection: cracked glass, cracked lcd window, broken belt clip rails, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, scratched case, end cap address label fading, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Flashing screen and partial display was observed during analysis. Partial display confirmed due to cracked glass. Blank flashing white display confirmed due to moisture damage on electrical board. Cosmetic damage was confirmed at lcd window, keypad overlay, and select button keypad overlay. Unable to download history files and traces using thus. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.